Manufacturer narrative:
Please note, during review of the complaint the investigator determined that the reported part number was incorrect as we do not sell that device to the customer. It was determined that the correct part number was (B)(4). Additionally, the reported lot number was determined to be incorrect and the lot number of the device is unknown. Consequentially, the device manufacture date and expiration date are also unknown.

Event description:
It was reported that the device needle detached during patient use.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during the use of the portex syringe set on a patient that the "cannulla is hard to pull". There was no injury to the patient or clinician. No further adverse health outcomes were reported. See MFR: 3012307300-2017-00030, 3012307300-2017-00174, 3012307300-2017-00176, 3012307300-2017-00177.